Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one primary and one secondary set was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The primary set was primed with water and the secondary set was primed with methalyne blue and attached to the primary set. The setup was allowed to flow and no backflow was observed. The customer complaint that the back flow prevention device is defective and allowed it to flow back into the main line bag could not be replicated. A root cause could not be determined because the failure was unable to be replicated. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced flow issues and check valve malfunction. The following information was provided by the initial reporter: material #: 2426-0007, batch/ lot #: unknown. We have a defective IV infusion set that has malfunctioned. They do not have the lot number as it was hung the night before and the package has been throw away. I have the primary and secondary line that was on a patient at my desk. They had thought they had a magnesium rider free flow but in turn after investigation it was found that the back flow prevention device is defective and allowed it to flow back up in the main line bag.